Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01401.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). It was reported that the patient¿s vessels were diseased and had a stent in place. During the procedure, the tip of the sep8 distal of the bulb broke off inside of the patient. The physician believed that the tip of the sep8 was sheared off by the stent and, therefore, the physician used a snare device to remove the tip of the sep8. It was reported that the tip of the cat8 was damaged and appeared to be banged up as well. The procedure was completed using a new sep8 and a new cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the sep8 was fractured distally to the bulb. Conclusion: evaluation of the returned sep8 revealed the atraumatic tip distal to the bulb was fractured. It was reported the patient vessels were diseased and had a stent in place. Per the physician, it is likely that this stent contributed to the damage and eventual fracture of the sep8 distal tip. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.